Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The serial number is (B)(4). It is unknown if the initial reporter was a healthcare professional. Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported device powers off without user input, which was not reproduced. The reported device powering off without user input was verified through a review of the event history log by "improper shutdown!" Messages. The occurrence of improper shutdown messages could be a result of the user removing power sources without turning off the device. It is unable to be determined from the log alone if the messages are a result of a malfunction. No component or failure could be identified for causality during evaluation. Should additional relevant information become available, a supplemental report will be submitted.